Manufacturer narrative:
A good faith effort (gfe) was made to contact the customer; however, the customer refused to pay for device repairs. Consequently, the actual device was not returned for evaluation, and no troubleshooting data or confirmation of the reported issue could be obtained. A definitive malfunction determination could not be established due to the lack of available diagnostic information and device access. The file has been closed. If the device or additional clinical information is received at a later date, the investigation will be reopened and processed accordingly. The reported data will be incorporated into the post-market surveillance and risk management systems to monitor product quality and safety trends.

Manufacturer narrative:
E (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not working. Device evaluation and repair are pending.